Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what appears to be an atrial fibrillation with rapid ventricular response due to an undersensed atrial beat. Boston scientific technical services (ts) recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.